Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for the cartridge. Tandem customer technical support informed the customer to follow the proper air removal steps. Customer would either clear the alarm and resume insulin or they would change the pump supplies to address the issues. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.